Event description:
It was reported that the ilet user experienced two overnight hypoglycemic episodes, treated first with 19 grams of oral glucose after an urgent low alert, followed by a subsequent decline to 53 mg/dl that was then treated with a high-carbohydrate mini pizza, after which the user paused the ilet and later observed hyperglycemia up to 292 mg/dl. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage issue identified related to improper or incorrect treatment of hypoglycemia and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.